Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Scratch - face [scratch]; brush head recently came away completely exposing a very sharp section, left a scratch on face [injury associated with device]; a very sharp section / brush head will not click into place - oral-b [device physical property issue]; brush head came away completely / top of toothbrush shaft has broken off [device breakage]. Case description: consumer contacted via chat stating the brush head came away completely from his toothbrush exposing a very sharp section; the brush head would not click into place. No serious injury was reported. Follow-up: consumer stated that the top of the toothbrush shaft had broken off.